Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, missing end cap sticker, and a broken off end cap. The drive support disk was inspected and no anomaly was noted. The displacement test could not be performed due to the broken off end cap. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer dropped the insulin pump and that the entire bottom busted open. The mother reported that the insulin pump would not stay together. She did not recall the blood glucose reading, but stated that the blood glucose had been elevated because the insulin pump would not bolus properly. If the insulin pump was not held a certain way, the piston would push backwards and not deliver the insulin. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.